Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings:there was no physical damage to the keypad cover. Investigation revealed that the up arrow keypad button was inoperable; all other buttons responded normally. The keypad cover was removed and no defects were found to the button contacts. There was visible moisture observed through the display lens. Leak testing revealed a crack in the pump casing where the keypad meets the battery compartment. The pump casing was removed and there was evidence of internal moisture found on the oled, the force sensor plate, and the printed circuit board near the keypad flex connector.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive and that there was moisture/corrosion behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.